Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while advancing the enroute 0.014" guidewire, the guidewire buckled and a dissection was identified. The physician was unable to cannulate the true lumen to get into the ica with multiple guidewires. The physician elected to abort the procedure, and no intervention was performed as the dissection was not flow limiting.

Manufacturer narrative:
Complaint investigation is completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while advancing the enroute 0.014" guidewire, the guidewire buckled and a dissection was identified. The physician was unable to cannulate the true lumen to get into the ica with multiple guidewires. The physician elected to abort the procedure, and no intervention was performed as the dissection was not flow limiting.